Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: the needle detached during digestive anastomoses. Samples received: no samples available. Analysis and results: there are no previous complaints of this code/batch. Remarks: if closed samples are received in the future we will re-open this notification and analyze them. With the information given a further analysis cannot be done. There are no units in OEM stock. Without any closed sample OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding. (Not justified).

Event description:
Country of complaint: (B)(6). Complaint description: the needle detached during digestive anastomoses.